Event description:
The customer reported that davita in-center staff have stated that while disconnecting the blood collection assembly with the male luer, the male luer threads are breaking off into the cannulation line. The staff had to use pliers to remove the broken pieces from the line. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the blood collection assembly device with the male luer was breaking off was confirmed. Visual inspection observed that the male luer was broken off from the syringe barrel. Closer inspection of the broken male luer under magnification observed stress marks at the break site. The break site was jagged. Further functional testing was not performed as the customer¿s report was confirmed. The root cause of the customer¿s report was a molding issue that facilitates breakage at the male luer end of the device when it is threaded onto a connecting device.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Additional patient information: diagnosis: esrd.

Event description:
The customer reported that davita in-center staff have stated that while disconnecting the blood collection assembly with the male luer, the male luer threads are breaking off into the cannulation line. The staff had to use pliers to remove the broken pieces from the line. There was no patient harm.